Event description:
User experienced a low troponin t result for one pt sample. Initial result 0.017 ng/ml, repeat gave 0.141 ng/ml. The repeat result was confirmed in a subsequent analysis of the same sample (exact result not provided). The discrepant result was noticed before reporting the result out, the clinicians were not aware that there was a discrepancy. If additional information is received, appropriate notification will be provided.